Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for movement disorders. It was reported that the right side ins was showing out of regulation (oor) on the patient programmer while checking the ins status the patient was able to bypass the oor with the navigation button and saw it's ok and therapy is right. It was also noted that only the right ins was effective for therapy. The left ins was only at 0.3v and they weren't able to turn it up at all although upon interrogation with the programmer was fine. The right ins battery status was 2.77v and the patient was programmed at 2.65v. The patient had issues walking and dyskinesia and while out with friends was all over the place. The patient reported it was their right foot that was giving them problems with walking. The patient had also been complaining of symptoms including walking issues, balance, dizziness, and vertigo off and on for several months. The caller also reported that the patient had trouble with falls and the patient fell sometime prior to december and another one a couple of months ago. The patient couldn't remember if they fell on their neck or hit their head at all and just mentioned they had bruises. The caller also reported that the patient has an appointment in july but was going to try to speak with the clinic and suggest seeing the patient sooner, possibly the week of the call. It was also reported that the patient's parkinson's problems have increased and it is hard to tell if the walking worsening is a result of medication, the device or the progression of parkinson's disease. There were no further complications reported as a result of the event. The date of event is approximate. Please reference reg report#: 3004209178-2017-11821 for associated ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient¿s dyskinesias have been causing them to fall. It was noted that the patient¿s medications wearing off also has contributed to the falling. The patient fell in (B)(6) 2016 and fractured their hand, which was put in a cast. They also had 3 falls between (B)(6) 2017 and the day of this report. The rep found no history of impedances from the patient¿s clinic visits in (B)(6) 2016 and (B)(6) 2017. The rep reported there were high impedances on contacts c2, 02, 12, and 23 on the day of this secondary report. The patient¿s therapy impedance was high on c+,1- at 2.6 v, 60 microseconds and 145 hz and current was 0.254 milliamps. The programmed settings were changed to c+,0- at 2.0 v, 60 microseconds and 145 hz, which seemed to make the patient less dyskinetic. It was noted that it was hard to tell if the programming change would help with balance and walking issues. The right ins battery level was at 2.86 v in (B)(6) 2017, and 2.76 v the day of this report. It was noted that the patient had a history of anxiety and depression, which the rep though was pre-existing, but it was stated that it was hard to tell what was underlying disease versus pr e-existing, dbs-related, and medication related. The patient and their spouse reportedly provided a confusing history. The patient¿s rytary dose was decreased. It was also noted that the patient was implanted in the internal globus pallidus. No further complications reported. Impedances (ohms) tested at 3 v: c0 = 838 c1 =3167 c2 =6370 c3 =674 01= 3097 02= 7040 03 =1030 12 = 21416 13 =3762 23 = 4952.